Event description:
A customer reported experiencing low blood glucose levels, with the lowest recorded being 53 mg/dl, confirmed at 63 mg/dl via cgm and bg meter. There was no adverse impact to the customer's blood glucose level. The customer consumed carbohydrates to address the low blood glucose and did not require assistance from a third party. Investigation revealed that the customer did not disconnect from the infusion set during the fill tubing step, which they acknowledged as a contributing factor to the low blood glucose. The customer was advised not to fill tubing while connected, and they agreed to monitor their blood glucose levels and contact technical support as needed.